Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels on multiple occasions. Customer stated low bg's are due to "overcorrecting at night". Customer ate food to stabilize bg levels.